Manufacturer narrative:
Investigation summary: product damage (anti-contamination sleeve split/torn): the pump was returned for investigation. The sterile sleeve end on the red handle side was taped to the ring and found detached from the secure ring. Clinical details indicate that after the procedure, detachment of the sterile sleeve and fixation ring on the catheter plug was observed, exposing the shaft. The sterile field was maintained, and the area was reinforced with tegaderm. The physician reported that both fixation rings were tightened during placement, but visual confirmation of the sterile sleeve fixation was not documented. The damage was confirmed on the returned device; however, the cause of the sterile sleeve damage could not be confirmed without sufficient clinical details. Device history lot device batch: 1957247. Device history batch subcomponent lot: na. Device history review the pump (B)(6) passed all post sterile inspection checks.

Event description:
The complainant reported that a patient in st elevation myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support for a percutaneous coronary intervention (pci). Following placement of the impella cp, the catheter was externally fixed to the patient¿s body using two fixation rings and the pci was performed successfully. After the procedure, it was found that the anti-contamination sleeve on the catheter had detached from the fixation point on the catheter plug and exposed the catheter. The sterile field was maintained, so the detached area was reinforced with tegaderm. The device was explanted successfully after weaning. The explant was not considered premature and was unrelated to the reported complication. The patient's outcome at the time of explant was survived.

Manufacturer narrative:
A4 is unknown. The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed.